Manufacturer narrative:
(E1) initial reporter first name: updated.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in mildly tortuous and mildly calcified shunt. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured immediately after it was inflated at 6 atmospheres (atm). The device was removed the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in mildly tortuous and mildly calcified shunt. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured immediately after it was inflated at 6 atmospheres (atm). The device was removed the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition.